Event description:
Procedure: open incisional hernia repair. According to the reporter: the initial hernia repair was on (B)(6) 2013. Pco3020x was cut down to approximately 30x15cm and implanted in intraperitoneal space with approximately 18 #1 prolene sutures. Interrupted stitches were placed. Still implanted in pt through mesh and posterior fascia, mesh was bridging fascia. Then anterior fascia was closed over but with 1cm gap in between tissue. No abdominal binder or drains were used. On (B)(6) 2013, the pt coughed or retched and said he heard/felt a "pop". He went to the ER, dr (B)(6) re-operated on him and found hole blown through center of parietex, abdominal contents through hole in mesh. Edges were still sutured in place and were intact. Inner aspect of mesh was frayed where abdominal contents blew through. Parietex was left in place as it was well adhered to tissue on its peripheral edges. Physiomesh was implanted in intraperitoneal space to cover the defect through the parietex mesh. Parietex was left in place as it was well adhered to tissue on its peripheral edges.

Manufacturer narrative:
(B)(4).